Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having discomfort at their upper right incisor. It will hit the bottom right incisor. Patient marked true to sensitivity, discolored and jaw discomfort. Gathering information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.